Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms in the operating, jet, air and water channels. Additionally, 2 cfus of micrococcaceae were found in the aspiration operator channel which are still conforming to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The scope was sampled three times. During the first sampling, the scope tested positive for 36 colony forming units (cfus) of coagulase-negative staphylococci. During the second sampling, the scope tested positive for > 80 cfus of pseudomonas aeruginosa. During the third sampling, the scope tested positive for > 80 cfus of corynebacterium species. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber glue --- white clouded - air/water cylinder --- scratched - suction cylinder --- scratched - connector --- broken - channel cleaning brush passage using failed however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.